Manufacturer narrative:
Conclusion: potential factors of a valve dislodgement include inadequate deployment (due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion) and incomplete detachment of the valve from the delivery catheter system (dcs). In this case, the report of the patient receiving cardiopulmonary resuscitation (CPR) may have played a role in the valve dislodging. However, without an angiogram cine for review, a conclusive cause cannot be determine. Dislodge events are typically not related to a device malfunction. This event does not indicate device misuse or malfunction. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the deployment of this transcatheter bioprosthetic valve, the non-medtronic temporary pacing lead did not capture and the patient became unstable. Cardiopulmonary resuscitation (CPR) was initiated. Following CPR, it was noted that the valve had dislodged. Subsequently, a second valve was successfully implanted valve-in-valve. The patient was reported to be recovering well following the procedure. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.